Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient's experienced right side rupture. Hence, the following fields have been updated on this form: - d4 lot number from 5919816 to 6413916 - d5 serial number from 5919816-012 to 6413916-055 concomitant products: left; 275cc mentor smooth round moderate profile; catalog number: 3501640; serial number: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Concomitant medical products: right; 275cc mentor smooth round moderate profile; catalog number: 3501640; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 275cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side postoperatively. As a result, the device was explanted on (B)(6) 2019.